Event description:
In 2002, the end-user called medtronic minimed and stated that patient had high bg for a few days. During hp test it found a leak. In 02/2003, maersk medical received the complaint and 3 unused sets, 1 used set and 1 tubing.